Manufacturer narrative:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The previous report had the incorrect health impact code. This has been updated to death under the health impact grid.

Event description:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The dreamstation st30 was returned to the manufacturer service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The customer complaint was not addressed. If any additional information is received, a follow-up report will be filed.